Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28oct2020.

Event description:
The customer reported error backup alarm failed. There was no patient involvement. The manufacturer¿s international service technician could not confirm the reported issue. It was observed that the unit did not pass the system leak test. The manufacturer¿s international service technician could not duplicate the reported issue but the cpu(central processing unit) was replaced to prevent recurrence. The da (data acquisition) was replaced to address the system leak test failing. The unit successfully passed the required performance verification test.

Manufacturer narrative:
G4: 22jan2021, b4: 27jan2021. The central processing unit (cpu) was returned to failure investigation (fi) for evaluation. No visual anomalies noted. The returned cpu assembly was installed into a known good test ventilator unit. Boot unit in normal operation mode and check for alarms and errors. No errors were noted. The reported problem could not be reproduced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.